Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that the needle disconnected from the syringe. It is unclear if the detachment was prior to or after use with a patient. Additional information has been requested regarding product use; no information is available at this time. There was no patient or clinician injury reported.

Manufacturer narrative:
Three samples were returned for evaluation. Visual inspection showed the needle-pro and the needle to be properly assembled. To determine if the needle-pro and needle assembly would assemble to and remain assembled while removing the needle sheath, the samples were assembled to the mating luer of the provided, non-smiths syringe that was returned with the samples. All samples assembled to the syringe without issue. All samples remained assembled to the syringe while removing the needle sheath from the needle. To further determine acceptable fit of the returned samples, a liquid leakage test was conducted using the appropriate force for a 5ml syringe. All samples passed acceptably. No leakage was observed from any sample. Manufacturing review for the reported lot did not reveal any deviations. Based on the results of this investigation, complaint was not confirmed.